Manufacturer narrative:
Carefusion file identifier: (B)(4). Any additional information provided by the customer will be included in a follow up report. (B)(4). Carefusion certified service technician was able to verify the customer's reported issue. Visual inspection revealed a burned lemo connector jp4 of power flex circuit. Pin# 2, 3 and 4 are burned. The service technician replaced the power flex circuit and issue was resolved. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA".

Event description:
The customer reported model palmtop ventilator revel has a burnt lemo connector. At this time, it is unknown if there was any patient involvement associated with the reported malfunction.